Event description:
The end-user called reporting a one week-old burn. The end-user underwent a double mastectomy, and decided to have a tummy tuck at the same time. She had a small bulge on her abdomen, and her doctor recommended the tens unit to reduce the scar tissue. The user put the tens unit on for thirty minutes, using separate pads, one on the right side of the belly button, and one on the left - one hour later, she put the pads in the same area, and used the device for another thirty minutes. Pad "a" was ok, but pad "b" caused a second-degree burn the size of a quarter. Pad "b" is reported as having less silicone. The end-user is reported as having sought after/received medical attention for the burns.